Manufacturer narrative:
One bipolar tubing was returned for evaluation, and no visual abnormalities were observed. On (B)(6) 2019, a multimeter was used to measure the resistance between two points along each tip of a working forcep connected to the alleged defective tubing. Both tips conducted current. Therefore, this complaint is not confirmed. The complaint condition could not be replicated. The device did not contribute to the complaint condition. The device met specification. No lot number information has been provided; therefore, manufacturing records could not be reviewed. No further investigation or corrective action is anticipated.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
It was reported that the compliant device could not coagulate well. The date of incident is unknown. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.